Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level, which led to diabetes ketoacidosis. The customer's blood glucose levels were unknown at the time of the hospitalization. Customer stated that they were having several no delivery alarms, and changed their infusion set and batteries several times and the no delivery alarms continued. On (B)(6) 2017, his pump stopped working and his blood glucose levels continued to rise when the customer was in the hospital. Troubleshooting was not performed. The product was not returned for analysis.